Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. It was noted that the device was sent to pathology and it it unknown if the device will be returned for analysis.